Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2013, the patient was implanted with a conformable gore tag thoracic endoprosthesis (tgu454515/11121130) to treat a type I endoleak from a previous thoracic endovascular aortic repair of a type b dissection. The gore&#59412;tag&#59396;device was implanted in zone 0 of the ascending aorta. On (B)(6) 2016, a rupture in the descending aorta at the distal edge of the endograft was identified. On (B)(6) 2016, an additional endograft was implanted to treat the rupture. Additional event information was requested by gore, however, none was provided.

Manufacturer narrative:
Additional event information received from physician¿s office: the rupture in the descending aorta was attributed to a device from another manufacturer, previously placed at an outside institution. The rupture was resolved by the re-intervention procedure on (B)(6) 2016. Review of the file determined this event to be non-reportable, as no allegation has been made against the gore device. This medwatch will be voided.